Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4); 2.smartablate, serial #: unknown, model #: unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter. The patient left the procedure in stable condition. Later, due to vital sign indications, the patient was sent to surgery. Six hours after the atrioventricular nodal reentrant tachycardia (avnrt) procedure, the patient expired. An aortic dissection was found during the patient's autopsy which seems to be related to a previous procedure per the physician. Additional clarification was requested on the previous procedure, however it was stated that this information was not available to our biosense webster field representative as this first procedure was not connected to our case or products.